Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;22908508,12/8/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22908574,10/20/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22908626,11/10/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, IschemicStrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,88,Male,,1/1/2025,,E0602;E013302;E061202,F02,A24,G07001,B17,C19,D15,,0;22908704,11/4/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Male,,1/1/2025,,E0506;E0611,F02,A24,G07001,B17,C19,D15,,0;22908792,12/8/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22908860,9/23/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Male,,1/1/2025,,E0602,F02,A24,G07001,B17,C19,D15,,0;22908927,12/8/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22908985,11/19/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Sudden cardiacdeath Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0602,F02,A24,G07001,B17,C19,D15,,0;22909034,11/5/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Cardiogenic Shock, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,56,Female,,1/1/2025,,E0602;E0611;E233601,F02,A24,G07001,B17,C19,D15,,0;22909097,9/24/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Infection Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Female,,1/1/2025,,E0506;E1906,F02,A24,G07001,B17,C19,D15,,0;22909150,11/24/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, IschemicStrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E0602;E013302;E061202,F02,A24,G07001,B17,C19,D15,,0;22909200,12/27/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22909268,9/30/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, New Requirement forDialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Male,,1/1/2025,,E0602;E061202;E1311,F02,A24,G07001,B17,C19,D15,,0;22909324,11/27/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,59,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22909377,9/25/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22909487,11/27/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,59,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22909542,11/22/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22909580,9/25/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22909644,9/24/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Infection Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Female,,1/1/2025,,E0506;E1906,F02,A24,G07001,B17,C19,D15,,0;22909716,12/23/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,89,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22909765,10/18/2024,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death during procedure/atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,73,Male,,1/1/2024,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22909827,10/8/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cardiovascularprocedure Cardiac Arrest, CardiacArrest, Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Female,,1/1/2025,,E0602;E0605,F02,A24,G07001,B17,C19,D15,,0;22909888,11/20/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Female,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22909935,11/18/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,,Male,,1/1/2025,,E233601,F02,A24,G07001,B17,C19,D15,,0;22909982,9/13/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Female,,1/1/2025,,E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22910032,11/6/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0611;E233601,F02,A24,G07001,B17,C19,D15,,0;22910095,11/24/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,73,Male,,1/1/2025,,E2403,F02,A24,G07001,B17,C19,D15,,0;22910164,11/29/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Sudden cardiacdeath The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Female,,1/1/2025,,E2403,F02,A24,G07001,B17,C19,D15,,0;22910233,12/4/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Sudden cardiacdeath Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,86,Male,,1/1/2025,,E0602,F02,A24,G07001,B17,C19,D15,,0;22910309,11/13/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Bleeding at Access Site, CardiogenicShock, CardiogenicShock, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0506;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22910375,10/16/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Renal The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E1311,F02,A24,G07001,B17,C19,D15,,0;22910449,11/25/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic Shock, CardiacArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22910540,10/30/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Perforation, Dissection Cardiac Arrest, CardiacArrest, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602;E0515;E061202;E0511;E233601,F02,A24,G07001,B17,C19,D15,,0;22910618,11/8/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Sudden cardiacdeath Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Female,,1/1/2025,,E0602;E233601,F02,A24,G07001,B17,C19,D15,,0;22910695,11/20/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22910765,10/20/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Stroke The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Female,,1/1/2025,,E0133,F02,A24,G07001,B17,C19,D15,,0;22910827,10/23/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Infection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,73,Male,,1/1/2025,,E1906,F02,A24,G07001,B17,C19,D15,,0;22910898,12/17/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,88,Female,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22910963,11/24/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, IschemicStrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E0602;E013302;E061202,F02,A24,G07001,B17,C19,D15,,0;22911048,8/21/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Cardiac Arrest, Hematoma at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Male,,1/1/2025,,E0602;E0505,F02,A24,G07001,B17,C19,D15,,0;22911106,12/14/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Perforation Cardiogenic Shock, New Requirement forDialysis, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0602;E061202;E0511;E233601;E1311,F02,A24,G07001,B17,C19,D15,,0;22911147,10/21/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShock, GastrointestinalBleeding, New Requirement forDialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0506;E0602;E061202;E233601;E1311,F02,A24,G07001,B17,C19,D15,,0;22911213,12/2/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShock, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22911258,11/4/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Male,,1/1/2025,,E0506;E0611,F02,A24,G07001,B17,C19,D15,,0;22911389,11/9/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,57,Female,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22911460,12/16/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F02,A24,G07001,B17,C19,D15,,0;22911508,10/22/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22911559,10/22/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F02,A24,G07001,B17,C19,D15,,0;22911606,9/23/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Male,,1/1/2025,,E0602,F02,A24,G07001,B17,C19,D15,,0;22911636,12/27/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22911683,10/29/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiacArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22911718,10/28/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Dissection Cardiac Arrest, CardiogenicShock, New Requirement forDialysis, CardiacTamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602;E0605;E0515;E0611;E233601;E1311,F02,A24,G07001,B17,C19,D15,,0;22911749,12/23/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death during procedure/atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22911779,10/27/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Othernon-cardiovascular reason Ischemic Stroke, New Requirement forDialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Female,,1/1/2025,,E013302;E1311,F02,A24,G07001,B17,C19,D15,,0;22911823,11/5/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Cardiogenic Shock, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,56,Female,,1/1/2025,,E0602;E0611;E233601,F02,A24,G07001,B17,C19,D15,,0;22911854,11/19/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Hematoma at AccessSite, GastrointestinalBleeding, Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Male,,1/1/2025,,E0506;E0611;E0505;E061202,F02,A24,G07001,B17,C19,D15,,0;22911916,11/20/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death during procedure/atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22911947,10/27/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Neurological The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,73,Male,,1/1/2025,,E0133,F02,A24,G07001,B17,C19,D15,,0;22911977,11/8/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cardiovascularhemorrhage Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,73,Male,,1/1/2025,,E0602;E0506,F02,A24,G07001,B17,C19,D15,,0;22912004,12/11/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Hepatobiliary The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E1104,F02,A24,G07001,B17,C19,D15,,0;22912021,11/19/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Sudden cardiacdeath Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0602,F02,A24,G07001,B17,C19,D15,,0;22912044,12/23/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,89,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22912068,12/26/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cardiovascularprocedure Perforation Cardiogenic Shock, New Requirement forDialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E0511;E233601;E1311,F02,A24,G07001,B17,C19,D15,,0;22912094,10/30/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22912123,11/10/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, IschemicStrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,88,Male,,1/1/2025,,E0602;E013302;E061202,F02,A24,G07001,B17,C19,D15,,0;22912153,9/25/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22912185,10/28/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Cardiac Arrest, Bleeding at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E0506;E0602;E0611,F02,A24,G07001,B17,C19,D15,,0;22912208,10/22/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Othernon-cardiovascular reason Cardiogenic Shock, HeartFailure, GastrointestinalBleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E0506;E0611;E233601,F02,A24,G07001,B17,C19,D15,,0;22912237,11/27/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic Shock, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Female,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22912262,11/15/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22912289,9/30/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, New Requirement forDialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Male,,1/1/2025,,E0602;E061202;E1311,F02,A24,G07001,B17,C19,D15,,0;22912311,9/19/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Perforation Cardiac Arrest, CardiacArrest, CardiacArrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0602;E061202;E0511,F02,A24,G07001,B17,C19,D15,,0;22912385,11/27/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,59,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22912413,11/3/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22912434,12/8/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22912463,10/18/2024,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death during procedure/atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,73,Male,,1/1/2024,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22912480,10/20/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0611,F02,A24,G07001,B17,C19,D15,,0;22912503,10/20/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22912548,11/22/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22912568,12/24/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic Shock, CardiacArrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22912588,9/25/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Cardiac Arrest, CardiacArrest, Other Vascular ComplicationsRequiring TreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Female,,1/1/2025,,E0602,F02,A24,G07001,B17,C19,D15,,0;22912610,12/1/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Hematoma at Access Site, NewRequirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Female,,1/1/2025,,E0611;E0505;E1311,F02,A24,G07001,B17,C19,D15,,0;22912626,10/28/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22912646,10/5/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiacArrest, CardiacArrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22912665,10/30/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Heart Failure, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E0602;E0611,F02,A24,G07001,B17,C19,D15,,0;22912680,10/5/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22912708,11/19/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, MyocardialInfarction, CardiogenicShock, New Requirement forDialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E0602;E061202;E233601;E1311,F02,A24,G07001,B17,C19,D15,,0;22912732,10/21/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22913240,11/13/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge TVR Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E0602;E061202;E233601,F1901;F02,A24,G07001,B17,C19,D15,,0;22913265,11/13/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge TVR Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E0602;E061202;E233601,F1901;F02,A24,G07001,B17,C19,D15,,0;22913279,11/13/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge TVR Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E0602;E061202;E233601,F1901;F02,A24,G07001,B17,C19,D15,,0;22913302,11/13/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge TVR Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E0602;E061202;E233601,F1901;F02,A24,G07001,B17,C19,D15,,0;22913327,11/13/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge TVR Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E0602;E061202;E233601,F1901;F02,A24,G07001,B17,C19,D15,,0;22913347,11/13/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge TVR Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E0602;E061202;E233601,F1901;F02,A24,G07001,B17,C19,D15,,0;22913365,11/13/2025,,4/17/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,N/A,Unknown,Unknown,P230035,4/17/2026,D,"It was reported that the following events occurred Death atDischarge TVR Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E0602;E061202;E233601,F1901;F02,A24,G07001,B17,C19,D15,,0;22912754,12/11/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Hepatobiliary The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E1104,F02,A24,G07001,B17,C19,D15,,0;22912781,11/20/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Female,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22912812,12/24/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic Shock, CardiacArrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22912842,11/18/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,,Male,,1/1/2025,,E233601,F02,A24,G07001,B17,C19,D15,,0;22912866,11/29/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Sudden cardiacdeath The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Female,,1/1/2025,,E2403,F02,A24,G07001,B17,C19,D15,,0;22912892,11/6/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0611;E233601,F02,A24,G07001,B17,C19,D15,,0;22912906,12/2/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShock, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22912937,12/23/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,89,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22912966,10/22/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Othernon-cardiovascular reason Cardiogenic Shock, HeartFailure, GastrointestinalBleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E0506;E0611;E233601,F02,A24,G07001,B17,C19,D15,,0;22912990,10/28/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22913005,11/10/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, IschemicStrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,88,Male,,1/1/2025,,E0602;E013302;E061202,F02,A24,G07001,B17,C19,D15,,0;22913029,12/1/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Hematoma at Access Site, NewRequirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Female,,1/1/2025,,E0611;E0505;E1311,F02,A24,G07001,B17,C19,D15,,0;22913044,10/30/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Heart Failure, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E0602;E0611,F02,A24,G07001,B17,C19,D15,,0;22913071,10/5/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22913079,12/8/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22913089,11/15/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22913098,11/19/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Hematoma at AccessSite, GastrointestinalBleeding, Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Male,,1/1/2025,,E0506;E0611;E0505;E061202,F02,A24,G07001,B17,C19,D15,,0;22913109,12/16/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F02,A24,G07001,B17,C19,D15,,0;22913117,11/13/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Bleeding at Access Site, CardiogenicShock, CardiogenicShock, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0506;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22913135,11/5/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Cardiogenic Shock, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,56,Female,,1/1/2025,,E0602;E0611;E233601,F02,A24,G07001,B17,C19,D15,,0;22913156,11/10/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, IschemicStrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,88,Male,,1/1/2025,,E0602;E013302;E061202,F02,A24,G07001,B17,C19,D15,,0;22913174,12/2/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShock, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22913193,11/20/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Female,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22913211,10/22/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Othernon-cardiovascular reason Cardiogenic Shock, HeartFailure, GastrointestinalBleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E0506;E0611;E233601,F02,A24,G07001,B17,C19,D15,,0;22913227,12/23/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,89,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22913247,12/2/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShock, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22913273,10/28/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22913289,11/18/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,,Male,,1/1/2025,,E233601,F02,A24,G07001,B17,C19,D15,,0;22913311,12/2/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShock, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22913330,11/20/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Female,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22913346,12/11/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Hepatobiliary The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E1104,F02,A24,G07001,B17,C19,D15,,0;22913373,10/22/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Othernon-cardiovascular reason Cardiogenic Shock, HeartFailure, GastrointestinalBleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E0506;E0611;E233601,F02,A24,G07001,B17,C19,D15,,0;22913492,11/8/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Sudden cardiacdeath Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Female,,1/1/2025,,E0602;E233601,F02,A24,G07001,B17,C19,D15,,0;22913513,10/22/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Othernon-cardiovascular reason Cardiogenic Shock, HeartFailure, GastrointestinalBleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E0506;E0611;E233601,F02,A24,G07001,B17,C19,D15,,0;22913544,10/30/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Heart Failure, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E0602;E0611,F02,A24,G07001,B17,C19,D15,,0;22913571,10/22/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Othernon-cardiovascular reason Cardiogenic Shock, HeartFailure, GastrointestinalBleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E0506;E0611;E233601,F02,A24,G07001,B17,C19,D15,,0;22913599,10/30/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Heart Failure, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E0602;E0611,F02,A24,G07001,B17,C19,D15,,0;22913617,10/30/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Heart Failure, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E0602;E0611,F02,A24,G07001,B17,C19,D15,,0;22913645,10/30/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Heart Failure, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E0602;E0611,F02,A24,G07001,B17,C19,D15,,0;22913675,11/13/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Bleeding at Access Site, CardiogenicShock, CardiogenicShock, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0506;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22913699,12/16/2025,,4/17/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K220629,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F02,A24,G07001,B17,C19,D15,,0;22908377,11/6/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0611;E233601,F02,A24,G07001,B17,C19,D15,,0;22908443,12/16/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F02,A24,G07001,B17,C19,D15,,0;22908535,11/19/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Hematoma at AccessSite, GastrointestinalBleeding, Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Male,,1/1/2025,,E0506;E0611;E0505;E061202,F02,A24,G07001,B17,C19,D15,,0;22908604,10/29/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiacArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22908669,10/30/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Perforation, Dissection Cardiac Arrest, CardiacArrest, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602;E0515;E061202;E0511;E233601,F02,A24,G07001,B17,C19,D15,,0;22908764,10/30/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Perforation, Dissection Cardiac Arrest, CardiacArrest, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602;E0515;E061202;E0511;E233601,F02,A24,G07001,B17,C19,D15,,0;22908837,12/16/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F02,A24,G07001,B17,C19,D15,,0;22908902,10/16/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Renal The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E1311,F02,A24,G07001,B17,C19,D15,,0;22908970,11/19/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Hematoma at AccessSite, GastrointestinalBleeding, Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Male,,1/1/2025,,E0506;E0611;E0505;E061202,F02,A24,G07001,B17,C19,D15,,0;22909019,10/22/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F02,A24,G07001,B17,C19,D15,,0;22909092,10/28/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Dissection Cardiac Arrest, CardiogenicShock, New Requirement forDialysis, CardiacTamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602;E0605;E0515;E0611;E233601;E1311,F02,A24,G07001,B17,C19,D15,,0;22909141,10/30/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Perforation, Dissection Cardiac Arrest, CardiacArrest, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602;E0515;E061202;E0511;E233601,F02,A24,G07001,B17,C19,D15,,0;22909197,10/30/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Perforation, Dissection Cardiac Arrest, CardiacArrest, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602;E0515;E061202;E0511;E233601,F02,A24,G07001,B17,C19,D15,,0;22909260,10/22/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F02,A24,G07001,B17,C19,D15,,0;22909309,12/8/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22909375,12/16/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F02,A24,G07001,B17,C19,D15,,0;22909476,12/24/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic Shock, CardiacArrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22909548,12/11/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Hepatobiliary The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E1104,F02,A24,G07001,B17,C19,D15,,0;22909596,11/13/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Bleeding at Access Site, CardiogenicShock, CardiogenicShock, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0506;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22909657,11/15/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22909715,10/16/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Renal The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E1311,F02,A24,G07001,B17,C19,D15,,0;22909767,10/30/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Perforation, Dissection Cardiac Arrest, CardiacArrest, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602;E0515;E061202;E0511;E233601,F02,A24,G07001,B17,C19,D15,,0;22909835,10/30/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22909895,12/16/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F02,A24,G07001,B17,C19,D15,,0;22909941,11/19/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Hematoma at AccessSite, GastrointestinalBleeding, Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Male,,1/1/2025,,E0506;E0611;E0505;E061202,F02,A24,G07001,B17,C19,D15,,0;22909992,10/22/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F02,A24,G07001,B17,C19,D15,,0;22910047,10/22/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F02,A24,G07001,B17,C19,D15,,0;22910111,9/25/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22910181,12/8/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22910256,11/13/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Bleeding at Access Site, CardiogenicShock, CardiogenicShock, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0506;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22910333,10/22/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F02,A24,G07001,B17,C19,D15,,0;22910391,12/24/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic Shock, CardiacArrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22910467,11/20/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22910561,10/28/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22910646,10/30/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Perforation, Dissection Cardiac Arrest, CardiacArrest, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602;E0515;E061202;E0511;E233601,F02,A24,G07001,B17,C19,D15,,0;22910721,11/13/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Bleeding at Access Site, CardiogenicShock, CardiogenicShock, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0506;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22910787,11/15/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22910866,12/24/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic Shock, CardiacArrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22910940,12/8/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22911012,12/16/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F02,A24,G07001,B17,C19,D15,,0;22911065,11/19/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Hematoma at AccessSite, GastrointestinalBleeding, Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Male,,1/1/2025,,E0506;E0611;E0505;E061202,F02,A24,G07001,B17,C19,D15,,0;22911121,11/19/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, MyocardialInfarction, CardiogenicShock, New Requirement forDialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E0602;E061202;E233601;E1311,F02,A24,G07001,B17,C19,D15,,0;22911166,12/8/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22911225,11/13/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Bleeding at Access Site, CardiogenicShock, CardiogenicShock, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0506;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22911355,10/28/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Dissection Cardiac Arrest, CardiogenicShock, New Requirement forDialysis, CardiacTamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602;E0605;E0515;E0611;E233601;E1311,F02,A24,G07001,B17,C19,D15,,0;22911426,12/8/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22911480,12/16/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F02,A24,G07001,B17,C19,D15,,0;22911537,12/16/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F02,A24,G07001,B17,C19,D15,,0;22911587,11/20/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22911617,10/30/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22911661,11/19/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, MyocardialInfarction, CardiogenicShock, New Requirement forDialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E0602;E061202;E233601;E1311,F02,A24,G07001,B17,C19,D15,,0;22911700,12/24/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic Shock, CardiacArrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22911735,12/4/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Sudden cardiacdeath Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,86,Male,,1/1/2025,,E0602,F02,A24,G07001,B17,C19,D15,,0;22911763,10/5/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22911805,12/16/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F02,A24,G07001,B17,C19,D15,,0;22911835,12/24/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic Shock, CardiacArrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22911882,10/28/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Dissection Cardiac Arrest, CardiogenicShock, New Requirement forDialysis, CardiacTamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602;E0605;E0515;E0611;E233601;E1311,F02,A24,G07001,B17,C19,D15,,0;22911939,11/25/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic Shock, CardiacArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22911971,11/25/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic Shock, CardiacArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22911992,10/30/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22912012,11/5/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Cardiogenic Shock, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,56,Female,,1/1/2025,,E0602;E0611;E233601,F02,A24,G07001,B17,C19,D15,,0;22912030,11/19/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Hematoma at AccessSite, GastrointestinalBleeding, Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Male,,1/1/2025,,E0506;E0611;E0505;E061202,F02,A24,G07001,B17,C19,D15,,0;22912056,11/25/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic Shock, CardiacArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22913488,11/13/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge TVR Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E0602;E061202;E233601,F1901;F02,A24,G07001,B17,C19,D15,,0;22913510,11/13/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge TVR Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E0602;E061202;E233601,F1901;F02,A24,G07001,B17,C19,D15,,0;22913539,11/13/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge TVR Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E0602;E061202;E233601,F1901;F02,A24,G07001,B17,C19,D15,,0;22913814,11/27/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,59,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22913861,8/21/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Cardiac Arrest, Hematoma at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Male,,1/1/2025,,E0602;E0505,F02,A24,G07001,B17,C19,D15,,0;22913886,11/13/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Bleeding at Access Site, CardiogenicShock, CardiogenicShock, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0506;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22913902,12/4/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Sudden cardiacdeath Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,86,Male,,1/1/2025,,E0602,F02,A24,G07001,B17,C19,D15,,0;22913927,11/19/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, MyocardialInfarction, CardiogenicShock, New Requirement forDialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E0602;E061202;E233601;E1311,F02,A24,G07001,B17,C19,D15,,0;22913945,10/28/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Cardiac Arrest, Bleeding at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E0506;E0602;E0611,F02,A24,G07001,B17,C19,D15,,0;22913972,9/23/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Male,,1/1/2025,,E0602,F02,A24,G07001,B17,C19,D15,,0;22913988,10/30/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Perforation, Dissection Cardiac Arrest, CardiacArrest, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602;E0515;E061202;E0511;E233601,F02,A24,G07001,B17,C19,D15,,0;22914024,9/13/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Female,,1/1/2025,,E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22914051,9/25/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22914080,10/28/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Dissection Cardiac Arrest, CardiogenicShock, New Requirement forDialysis, CardiacTamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602;E0605;E0515;E0611;E233601;E1311,F02,A24,G07001,B17,C19,D15,,0;22914121,12/16/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F02,A24,G07001,B17,C19,D15,,0;22914149,11/15/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22914172,10/18/2024,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death during procedure/atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,73,Male,,1/1/2024,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22914200,11/27/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,59,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22914226,11/27/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,59,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22914245,12/4/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Sudden cardiacdeath Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,86,Male,,1/1/2025,,E0602,F02,A24,G07001,B17,C19,D15,,0;22914268,10/22/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F02,A24,G07001,B17,C19,D15,,0;22914295,11/13/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge TVR Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22914309,11/13/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Bleeding at Access Site, CardiogenicShock, CardiogenicShock, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0506;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22914322,9/13/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Female,,1/1/2025,,E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22946428,9/13/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Female,,1/1/2025,,E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22946504,12/24/2025,,4/17/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K141236,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic Shock, CardiacArrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22912080,11/19/2025,,4/17/2026,ROTAPRO,"catheter, coronary, atherectomy",Unknown,Unknown,N/A,Unknown,Unknown,P900056,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Sudden cardiacdeath Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0602,F02,A24,G07001,B17,C19,D15,,0;22912119,11/19/2025,,4/17/2026,ROTAPRO,"catheter, coronary, atherectomy",Unknown,Unknown,N/A,Unknown,Unknown,P900056,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Hematoma at AccessSite, GastrointestinalBleeding, Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Male,,1/1/2025,,E0506;E0611;E0505;E061202,F02,A24,G07001,B17,C19,D15,,0;22912148,12/23/2025,,4/17/2026,ROTAPRO,"catheter, coronary, atherectomy",Unknown,Unknown,N/A,Unknown,Unknown,P900056,4/17/2026,D,"It was reported that the following events occurred Death during procedure/atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22912180,9/13/2025,,4/17/2026,ROTAPRO,"catheter, coronary, atherectomy",Unknown,Unknown,N/A,Unknown,Unknown,P900056,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Female,,1/1/2025,,E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22912203,12/11/2025,,4/17/2026,ROTAPRO,"catheter, coronary, atherectomy",Unknown,Unknown,N/A,Unknown,Unknown,P900056,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Hepatobiliary The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E1104,F02,A24,G07001,B17,C19,D15,,0;22912232,10/30/2025,,4/17/2026,SYNERGY MEGATRON,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22912845,10/5/2025,,4/17/2026,SYNERGY MEGATRON,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiacArrest, CardiacArrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22912257,10/20/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22912281,12/17/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,88,Female,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22912305,11/20/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22912332,10/16/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Renal The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E1311,F02,A24,G07001,B17,C19,D15,,0;22912409,11/25/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic Shock, CardiacArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22912431,10/5/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiacArrest, CardiacArrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22912460,10/30/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Heart Failure, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E0602;E0611,F02,A24,G07001,B17,C19,D15,,0;22912477,12/2/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShock, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22912514,11/6/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0611;E233601,F02,A24,G07001,B17,C19,D15,,0;22912553,11/8/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Sudden cardiacdeath Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Female,,1/1/2025,,E0602;E233601,F02,A24,G07001,B17,C19,D15,,0;22912564,12/16/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F02,A24,G07001,B17,C19,D15,,0;22912586,12/8/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22912608,11/13/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Bleeding at Access Site, CardiogenicShock, CardiogenicShock, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0506;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22912624,12/11/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Hepatobiliary The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E1104,F02,A24,G07001,B17,C19,D15,,0;22912644,12/11/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Hepatobiliary The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E1104,F02,A24,G07001,B17,C19,D15,,0;22912666,11/18/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,,Male,,1/1/2025,,E233601,F02,A24,G07001,B17,C19,D15,,0;22912681,12/2/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShock, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22912709,10/22/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F02,A24,G07001,B17,C19,D15,,0;22912733,12/8/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Female,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22912760,12/16/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F02,A24,G07001,B17,C19,D15,,0;22912785,11/20/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22912815,11/25/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic Shock, CardiacArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22912869,12/17/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,88,Female,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22912893,11/20/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22912908,11/13/2025,,4/17/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,N/A,Unknown,Unknown,P150003,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Bleeding at Access Site, CardiogenicShock, CardiogenicShock, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0506;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22912943,10/22/2025,,4/17/2026,Trapper Exchange Device,"Catheter, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K162253,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F02,A24,G07001,B17,C19,D15,,0;22912972,8/21/2025,,4/17/2026,Trapper Exchange Device,"Catheter, Percutaneous",Unknown,Unknown,N/A,Unknown,Unknown,K162253,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Cardiac Arrest, Hematoma at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Male,,1/1/2025,,E0602;E0505,F02,A24,G07001,B17,C19,D15,,0;22912996,10/20/2025,,4/17/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,N/A,Unknown,Unknown,P950020,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0611,F02,A24,G07001,B17,C19,D15,,0;22913010,9/24/2025,,4/17/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,N/A,Unknown,Unknown,P950020,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Infection Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Female,,1/1/2025,,E0506;E1906,F02,A24,G07001,B17,C19,D15,,0;22913032,10/30/2025,,4/17/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,N/A,Unknown,Unknown,P950020,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Perforation, Dissection Cardiac Arrest, CardiacArrest, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602;E0515;E061202;E0511;E233601,F02,A24,G07001,B17,C19,D15,,0;22913046,11/8/2025,,4/17/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,N/A,Unknown,Unknown,P950020,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Sudden cardiacdeath Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Female,,1/1/2025,,E0602;E233601,F02,A24,G07001,B17,C19,D15,,0;22913072,12/16/2025,,4/17/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,N/A,Unknown,Unknown,P950020,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F02,A24,G07001,B17,C19,D15,,0;22913082,12/24/2025,,4/17/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,N/A,Unknown,Unknown,P950020,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic Shock, CardiacArrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22913092,10/29/2025,,4/17/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,N/A,Unknown,Unknown,P950020,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiac Arrest, CardiacArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602;E061202,F02,A24,G07001,B17,C19,D15,,0;22913103,10/28/2025,,4/17/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,N/A,Unknown,Unknown,P950020,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Dissection Cardiac Arrest, CardiogenicShock, New Requirement forDialysis, CardiacTamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602;E0605;E0515;E0611;E233601;E1311,F02,A24,G07001,B17,C19,D15,,0;22913112,12/16/2025,,4/17/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,N/A,Unknown,Unknown,P950020,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,OtherCardiovascular Reason Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F02,A24,G07001,B17,C19,D15,,0;22913126,12/24/2025,,4/17/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,N/A,Unknown,Unknown,P950020,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic Shock, CardiacArrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22913146,10/28/2025,,4/17/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,N/A,Unknown,Unknown,P950020,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Dissection Cardiac Arrest, CardiogenicShock, New Requirement forDialysis, CardiacTamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602;E0605;E0515;E0611;E233601;E1311,F02,A24,G07001,B17,C19,D15,,0;22913163,10/20/2025,,4/17/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,N/A,Unknown,Unknown,P950020,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Male,,1/1/2025,,E061202,F02,A24,G07001,B17,C19,D15,,0;22913182,12/24/2025,,4/17/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,N/A,Unknown,Unknown,P950020,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Acute myocardialinfarction Cardiogenic Shock, CardiacArrest, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602;E061202;E233601,F02,A24,G07001,B17,C19,D15,,0;22913202,12/1/2025,,4/17/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,N/A,Unknown,Unknown,P950020,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Hematoma at Access Site, NewRequirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Female,,1/1/2025,,E0611;E0505;E1311,F02,A24,G07001,B17,C19,D15,,0;22913221,10/28/2025,,4/17/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,N/A,Unknown,Unknown,P950020,4/17/2026,D,"It was reported that the following events occurred Death atDischarge Deceased,Cause of Death:Heart failure Cardiac Arrest, Bleeding at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E0506;E0602;E0611,F02,A24,G07001,B17,C19,D15,,0;

Event description:
THIS REPORT SUMMARIZES 274 DEATH EVENTS. IT SHOULD BE NOTED THAT SOME PATIENTS WITHIN THIS POPULATION UTILIZED MULTIPLE DEVICES. A SUMMARY OF THE TYPE AND COUNT OF ADVERSE EVENTS INCLUDE: 55 WERE HEART FAILURE/CONGESTIVE HEART FAILURE, 165 WERE MYOCARDIAL INFARCTION, 103 WERE CARDIOGENIC SHOCK, 35 WERE HEMORRHAGE/BLOOD LOSS/BLEEDING, 153 WERE CARDIAC ARREST, 24 WERE UNSPECIFIED KIDNEY OR URINARY PROBLEM, 3 WERE NO CLINICAL SIGNS, SYMPTOMS OR CONDITIONS, 4 WERE UNSPECIFIED INFECTION 14 WERE HEMATOMA, 16 WERE VASCULAR DISSECTION, 7 WERE ISCHEMIA STROKE, 28 WERE PERFORATION OF VESSELS, 8 WERE CARDIAC TAMPONADE, 2 WERE STROKE/CVA, 7 WERE LIVER DAMAGE/DYSFUNCTION. BOSTON SCIENTIFIC RECEIVED NOTIFICATION OF EVENTS FOR DEVICES REPORTED IN THE ACC CATHPCI REGISTRY. PATIENT EVENTS WERE REPORTED AS EVENT TERMS WITH NO FURTHER DETAILED INFORMATION. UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, DATA IS ANONYMIZED BEFORE BEING TRANSMITTED TO BSC, THUS THERE ARE SIGNIFICANT LIMITATIONS TO BSC'S ABILITY TO CORRELATE THE DATA TO INFORMATION PREVIOUSLY REPORTED AS A SPONTANEOUS COMPLAINT. THE REGISTRY DOES NOT PROVIDE A CAUSALITY RELATIONSHIP FOR EACH REPORTED EVENT TO THE DEVICE. NO FURTHER INFORMATION IS AVAILABLE TO BSC.

Manufacturer narrative:
REPORTING QUARTER: APRIL 1ST 2026 TO JUNE 30TH 2026. THIS REPORT SUMMARIZES 274 DEATH EVENTS FOR ALL BSC DEVICES REPORTED IN THE ACC CATHPCI REGISTRY. DEVICE RELATIONSHIP TO THE EVENTS REPORTED IS NOT PROVIDED. DEVICES REPORTED FOLLOWED BY THE PROCODE: AGENT, OOB, EMERGE, LOX, NC EMERGE, LOX, ROTAPRO, MCX, SYNERGY MEGATRON, NIQ, SYNERGY XD, NIQ, TAPPER EXCHANGE DEVICE, DQY, WOLVERINE CORONARY CUTTING BALLON, NWX. DEVICE EVALUATION: UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED DATA WAS PROVIDED. NO PRODUCTS WERE RETURNED AS PART OF THE REGISTRY. IT CANNOT BE DETERMINED IF THESE EVENTS HAVE BEEN PREVIOUSLY REPORTED OR IF THE DEVICES WERE RETURNED FOR ANALYSIS AS PART OF A PREVIOUSLY REPORTED SPONTANEOUS COMPLAINT. HOWEVER, THE EVENTS REPORTED WERE ANTICIPATED IN NATURE AS DEFINED BY THE "POTENTIAL ADVERSE EVENTS" LIST IN THE FDA-APPROVED INSTRUCTIONS FOR USE (IFU). NO NEW RISKS OR INCREASE IN ADVERSE EVENT RATES WERE IDENTIFIED WITH RESPECT TO THE AGENT DCB DEVICE BASED ON THE DATA RECEIVED FROM THE ACCF CATHPCI NCDR. THERE ARE NO CHANGES IN BENEFIT/RISK OF THE AGENT DCB DEVICE, WITH RESPECT TO COMPLAINTS RESULTING IN SERIOUS INCIDENTS. PER INTERNAL PROCESSES, BSC REGULARLY CONDUCTS CLINICAL TRIAL SAFETY REVIEW (CTSR) MEETINGS TO ASSESS AND DISCUSS CLINICAL DATA INPUTS (INCLUDING, BUT NOT LIMITED TO SAFETY TRIGGER, UADES/USADES, SERIOUS (PUBLIC) HEALTH THREATS, ADVERSE EVENTS, AND DEVICE DEFICIENCIES). THE TRANSFERRED NCDR EVENT DATA ARE ASSESSED FOR ESCALATION AT REGULAR INTERVALS DURING CTSR MEETINGS AND MEASURED AGAINST SAFETY TRIGGERS GENERATED FROM HISTORICAL DATA (AGENT IDE DCB ARM). RISK/BENEFIT PROFILE: PUBLICATIONS OF 0-30 DAYS POST-PROCEDURE EVENT RATES FROM THE LITERATURE AND NATIONAL SWEDISH REGISTRY (SCAAR), AS WELL AS SUPPLEMENTAL DATA ON 2ND GENERATION DRUG-ELUTING STENTS (WHERE NO DATA ON AGENT OR COMPETITOR DCB WERE AVAILABLE) HAVE REPORTED RATES OF ALL-CAUSE DEATH FROM 0 - 3.5%1,3,5, MYOCARDIAL INFARCTION FROM 0-1.7%1,3,5, TVR FROM 0-1.7%1,3,5, CARDIAC ARREST FROM 0.2-2%1,2,3, ALL BLEEDING FROM 1.1-6.67%3,4,6, AND STROKE OF 1.6%5. NOTE: THE REPORTED RATES FROM THESE SOURCES OCCURRED FROM 0 TO 30 DAYS POST-PROCEDURE, AS PROCEDURE-ONLY TIMEPOINT DATA HAS NOT BEEN RECORDED IN THE LITERATURE. OVERALL, CLINICAL OUTCOMES THROUGH DISCHARGE FROM THE AGENT PAS TRIAL DATASET ALIGN WITH EXPECTATIONS DERIVED FROM PUBLISHED LITERATURE. THE DISCHARGE EVENT RATES FOUND IN THIS ANALYSIS FOR DEATH (0.9%), MYOCARDIAL INFARCTION (0.4%), TVR (0.1%), CARDIAC ARREST (1.1%), ALL BLEEDING (1.1%) AND STROKE (0.3%), ARE WITHIN OR LOWER THAN REPORTED RATES FROM ANALYSES OF SIMILAR NATIONAL REGISTRIES, PUBLISHED AGENT AND COMPETITOR DCB LITERATURE, AND THUS ARE IN-LINE WITH PRODUCT PERFORMANCE AND RISK ANALYSIS EXPECTATIONS. CLINICAL DATA SOURCES: CLINICAL TRIALS, REGISTRY DATA, AND LITERATURE: 1. SCAAR REGISTRY REPORT. 2. CATHPCI REGISTRY (ALL PCI, Q4 2023 TO Q3 2024). 3. AGENT IDE CLINICAL TRIAL. 4. AGENT JAPAN SV CLINICAL TRIAL AND ISR SUBSTUDY. 5. AGENT ISR CLINICAL TRIAL. 6. ZHANG D, SUN Y, LIU X, ET AL. LONG-TERM FOLLOW-UP AFTER TREATMENT OF DRUG-ELUTING STENT RESTENOSIS AND DE NOVO LESIONS USING SEQUENT PLEASE PACLITAXEL-COATED BALLOONS. CLINICAL STUDY. ANGIOLOGY. MAY 2019;70(5):414-422. DOI:10.1177/0003319718809423. ADJUNCTIVE DEVICES RISK/BENEFIT PROFILE IS CURRENTLY IN PROGRESS AND WILL BE SENT ON A SUPPLEMENTAL REPORT UPON COMPLETION. TOTAL NUMBER OF PATIENTS ENROLLED THROUGH DECEMBER 2025: 24817.